Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system received seven shocks for supraventricular tachycardia (svt). It was noted that the patient's lowest zone had a rate cut-off of 115 bpm. The field representative reported that a technician had interrogated the device and had seen a "shorted lead condition" message which was then cleared. When the field representative interrogated the device the message was no longer present. Shock lead impedance measurements were normal when tested and no noise was noted on the lead. Boston scientific technical services (ts) discussed with the field representative that likely the shorted lead condition was off a delivered shock; the impedances from the shocks were not available. It was reviewed that chronic damage to the circuit may have occurred and that the lead and device should be considered damaged and need to be replaced as therapy may not be available. The field representative as going to review the information with the physician. Additional information was received that surgical intervention was performed and the ICD was explanted and the rv lead was surgically abandoned. It was replaced with a competitor's device, and so it is unknown if the ICD will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.